Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that none of the programs worked. The patient said they take a prescription that takes care of everything but the healthcare provider (hcp) pants them to get off it because it causes dementia. The agent reviewed how to change programs. The patient was able to change programs and increased stim to a comfortable level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. The patient called back to request assistance in switching to their last 2 programs they hadn't tried yet. The patient stated they were "just frustrated" and reiterated that none of the other 5 programs they tried had helped their symptoms and that they found a pill that worked well for overactive bladder (oab) however that pill could cause dementia and their hcp was trying to get them to get off the pill and go back to trying the therapy. The patient said they met with two manufacturer representatives (reps) who put them on program 7 back in (B)(6) 2025 and they had encouraged them that even if program 7 didn't work for their symptoms, they still had two programs left to try. The patient said they gave program 7 plenty of time and the therapy was still doing nothing for them so the patient wanted assistance in switching to program 1. Patient services walked the patient through connecting to their settings. The therapy was on. The patient switched to program 1 and increased the stimulation up to a comfortable level. The patient was to monitor their symptoms now that a change had been made. Patient s ervices reviewed device description/function as well as stimulation and programming considerations with the patient and redirected the patient to follow up with their managing hcp to discuss their future concerns if they had any. The patient said they would see their hcp every 6 months and they might just go back on the pill or try botox if the therapy still didn't help after monitoring their symptoms on the final two programs. The patient may call back in the future for further assistance.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient states having some symptoms still since implant and is having a little more frequency . Patient states not having a normal feeling when they have to go or not have to go. Patient has been on a pill to help cover some of the symptoms. Patient is taking a pill for overactive bladder and was told that can causes dementia. Patient states symptoms still flare up so patient was never at 100%. Now patient wants to get off the pill but requesting education on what the programs and intensity do. Patient thinks they have tried different programs but not changed the intensity. Agent reviewed. Patient was able to successfully increase stim to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Additional information was received from the pat ient. Patient said they are having urgency off and on. Patient said they can go for 3-4 hours at night but there is the burning down there all the time with urgency. Patient has tried different programs. Going to the doctor next thursday. Patient increased the sti mulation on the call to a comfortable level. Patient will monitor the symptoms. The caller said she went to a wedding and had two glasses of wine and could feel it the next day. Reviewed the maximum setting. Had imagining a couple years ago. Additional information was received from the patient. The patient called back and repeated the information previously noted. The patient stated they have had symptoms of urgency. The patient stated their ins had been set at 4.0 yesterday, but today it was showing 0.1. The agent reviewed increasing stimulation to intended settings. The agent reviewed therapy off/on vs handset off/on. The patient was redirected to their healthcare provider (hcp) regarding continued symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and repeated the information previously noted. The patient stated they have had symptoms of urgency. The patient stated their ins had been set at 4.0 yesterday, but today it was showing 0.1. The agent reviewed increasing stimulation to intended settings. The agent reviewed therapy off/on vs handset off/on. The patient was redirected to their healthcare provider (hcp) regarding continued symptoms. 2025-sep-05 rtg0838420 x2 (con): additional information was received from the patient. The patient reported that they got two letters from the manufacturer. The caller said in the letter it said one day it was 4.0 and then one day it was 0.1. The patient said that never happened and they didn't know where they got that information. They responded to the letter questions with the following answers: what most likely caused or contributed to this issue? They had no idea. 2. What steps were or will be taken to resolve this issue. Please provide dates and details. Patient said they didn't know. 3. Has it been resolved? Well it was at 4.0 now. The patient then went on to discuss the pill she was taking for their symptoms. They took the pill every day. Then their doctor left the practice and the new doctor said the pill can cause dementia. Patient was trying to get off the pill. Patient said they gave up and took the pill. Patient then mentioned their bottom is sore at night, and there is a little knot there. The agent asked when the issue started and they said maybe 10 days ago when they increased the stimulation from 3.5 to 4.0. The agent suggested they may have the amplitude to high and to try backing it down. The patient mentioned they had tried all seven programs. The patient wanted to know what else they could do. The agent said the doctor could create a customized program.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that therapy has not been very effective and they have gone through different programs. Patient repeated that their hcp had them take a pill to treat overactive bladder, but were told the pill could cause dementia so the are trying to figure out how to get rid of the pill while managing their overactive bladder symptoms. The patient was hoping that trying a different program would allow them to get rid of the pill. The patient mentioned that they had gone through "two trials" on a program but it did not work without the pill. The patient spoke with a representative (rep) last night and they advised the patient to call patient services for guidance on changing to program 7. Agent reviewed how to change programs. Once the patient was on program 7 they increased amplitude until they could feel mild stimulation. Patient will maintain amplitude on program 7 and continue to monitor symptoms.